Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that they attached posi-flush device to a standalone to flush but it could neither flush nor aspirate. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21025158 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of fluid issues - fluid blockage with lot #21025158 regarding item #2000e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of aspirate / draw (cannot / difficult) with lot #21025158 regarding item #2000e.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: material #: 2000e batch/lot #: 21025158. It was reported that they attached posi-flush device to a standalone to flush but it could neither flush nor aspirate. Verbatim: I encountered an occluded ss event while we were at an on site visit at hospital emergency department. Nurse attached the posi-flush device to a standalone ss (2000e, lot #21025158) to flush but could neither flush nor aspirate. The ss was occluded. There was no patient risk since the device was not used on a patient. It was used for demonstration purposes only.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: material #: 2000e. Batch/lot #: 21025158. It was reported that they attached posi-flush device to a standalone to flush but it could neither flush nor aspirate. Verbatim: I encountered an occluded ss event while we were at an onsite visit at hospital emergency department. Nurse attached the posi-flush device to a standalone ss (2000e, lot #21025158) to flush but could neither flush nor aspirate. The ss was occluded. There was no patient risk since the device was not used on a patient. It was used for demonstration purposes only.